Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37744, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
It was reported that while charging the implantable neurostimulator (ins) on 2013 (B)(6), the patient stopped feeling stimulation. Additionally, the patient was receiving a ¿splash screen¿ on her patient programmer (pp). After inserting different alkaline batteries, the splash screen issue was resolved. The patient was then reported as being able to sync the pp with the ins and was able to turn stimulation back on.